Event description:
Allegedly found that a part of the inner package was deformed. It seems that the distal end on the stem made the inner package deformed.

Manufacturer narrative:
This is a reportable malfunction. No pt serious injury occurred during this event. A follow-up report will be submitted on the device eval.